Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was damaged during left ventricular (lv) lead laser explant procedure. The damage was noted during the connection of this lead to the new device, as there was blood return at the terminal end of the lead, through the body of the lead. Additional information from the field representative indicates that the blood coming out of the terminal pin of the lead was indicative of a break in the insulation somewhere in the lead body, allowing blood into the inner bore of the lead. Repeated testing of this lead showed a slight drop in impedance, but no noise and no change to the sensing, thresholds and overall performance. The physician decided not to explant this lead at this time and use it as it is. The lead remains in service and will continue to monitor its performance. No adverse patient effects were reported. The complaint device was not returned by the customer; therefore, no product analysis could be performed.